Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user did not insert code key. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for code "----" eci meter. Immediately after inserting a test strip into the meter. During the call on (B)(6) 2017, the customer stated she was feeling numbness in her fingers but did not need to seek medical attention. The test strip lot manufacturer's expiration date is 02/19/2018 and open vial date is (B)(6) 2017. During the call on (B)(6) 2017, the customer did not run the check strip test. The customer did remove and properly reinsert the code chip and the test strip. After the customer inserted the test strip, the meter still displayed code "----". The customer tried a new vial of test strips, lot number rs4757, and the meter displayed code "----". The product storage was undisclosed. The meter memory was not reviewed for previous test result history.